Manufacturer narrative:
Trackwise#:(B)(4). The device was returned to the factory for evaluation on 06/07/2023. An investigation was conducted on 06/27/2023. A visual inspection was conducted. Signs of clinical use and no evidence of blood were observed on the device. The delivery device was returned outside the loading device. The seal and tension assembly was returned inside the loading device. The seal and tension spring assembly were removed from the loading device with no physical or visual difficulties. There were no cracks or delamination observed on the seal. The blue slide lock of the delivery device was observed to be off and the white plunger was not depressed. Measurements of the delivery device were taken; the inner diameter was measured at 0.195 inches, the outer diameter was measured at 0.21 inches (rm2036883). The length of the delivery tube was measured at 2.50 inches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device, the reported failure "activation problem" was not confirmed, however the analyzed failure "fitting problem", was confirmed. The lot # 3000311604 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Event description:
Related to (B)(4). The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) got stuck inside delivery system, while preparing for deployment. No procedural delay. No harm to the patient.

Manufacturer narrative:
Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.